Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the pin in mesher grate was bent. There was no patient impact. No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6), 2019 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The side plates were visibly bent where the sliding pins engage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2019 which included replacement of the side plates, bearings, comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher had damaged sideplates where the sliding pins engage, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, bearings, comb, and roller gear were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.